Event description:
An ophthalmologist reported a pt developed endophthalmitis one day after cataract surgery with implantation of a ceeon model 912 (15.5d) lens. The pt was a male with a history of retinal detachment, and buckle which was treated surgically and by gas exchange. Cataract surgery was conducted on 8/26/1999. The next day the pt presented with inflammation of the eye. The pt was treated with high dose steroids (no antibiotics). By 8/30/1999, his visual acuity in the affected eye had improved to 20/40 and to 20/30 the next day. Full recovery was reported. The physician wondered if there was the possiblity of a sterility problem with the lens, since another colleague had a similar experience on the same day with cee-on lens from a different lot (see MFR report no 9614546-1999-00041). This physician implanted 3 other ceeon model 912's on the same day, also without incident. Investigation of the complaint revealed the two lenses were from different sterility lots. No other complaints of endophthalmitis have been received regarding these two sterility lots. Additionally, this site implanted 14 other model 912 ceeon lenses without difficulty. They intended to continue to use their supply of model 912 lenses.